Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery in which the existing device was removed and a new ipp was implanted. Upon explant, the device was found to be empty. The physician suspected there was a hole in the system but its location was not identified. There were no patient complications related to the event.